Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that ongoing unexpected resets occurred. Additionally, it was reported that the pump time was incorrect. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no reported impact to customer's blood glucose level. The customer reverted to an alternate method for insulin therapy.